Event description:
The patient missed their refill appointment because of transportation issues. They saw their managing healthcare provider (hcp) for a refill three weeks later on (B)(6) 2014. The hcp said that the pump had been empty (dry) for two weeks, and the alarm should have sounded. An alarm was not heard, but it was confirmed by telemetry that both low reservoir and empty reservoir alarms occurred. The hcp, other caregivers, and the patient reported they had not heard an alarm. The environment was pretty loud during the day, but it was quiet at night, and they still did not hear the alarm then. The patient¿s mom reported the patient felt more rigid when they were lifted, but other caregivers noticed no symptoms. The patient had a lot of anxiety lately, but the hcp felt it was unrelated to the device or therapy. The pump contained baclofen. The patient¿s outcome was requested.

Manufacturer narrative:
Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)94).